Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was cracked. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a damaged hub of iag. According to the customer's report, when connecting to an IV line, the hcp confirmed a crack on the catheter hub."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one catheter adapter assembly and three photographs. Upon inspection of the photos and the received device it was identified that the outside threads of the adapter have been damaged. The damage was identified to prevent a secure threaded connection from occurring. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment. Damaged or deformed threads may occur anywhere where the adapter luer encounters equipment. Misalignments of the adapter relative to the equipment would allow for contact to the outside threads. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub was cracked. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged hub of iag. According to the customer's report, when connecting to an IV line, the hcp confirmed a crack on the catheter hub."